Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference numbers: 2938836-2020-08727, 2938836-2020-08728. It was reported that pocket infection was observed. The device system was explanted. The new device system was implanted on the opposite side. The patient was stable.